Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint that the system crashed. The quotation was not accepted by the customer and service has not been provided. The problem resolved by the customer before the po was released. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had crashed which can indicate an issue with booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.